Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump could not prime properly, and that during prime attempts the device would be stuck in the fill loop. It was also reported that the customer over-delivered insulin with the insulin pump, and that it took an hour for the customer to get a healthy blood glucose value. The customer's reported blood glucose value in relation to the event was 49 mg/dl; the customer was not hospitalized. The helpline contacted the customer to assist with proper priming technique with the insulin pump, and how to avoid over-delivery of insulin. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.